Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to cubie pocket issue. A field service engineer restarted and recovered red pockets on a cubie map to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the cubie was not mapping even though it had medications in it. The user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.